Event description:
It was reported that quick bolus function was not working even though feature was turned on and pump button light flashed as expected. There was no adverse impact to the customer¿s blood glucose level. Technical support reviewed mobile app status, then guided customer through pump reset, after which quick bolus worked, and customer was advised to monitor pump and contact technical support if issue happened again so pump replacement could be considered.